Event description:
Emergency department personnel were attending to a pt that was asystolic on arrival at the hosp. The pt was shocked several times and converted to a perfusing rhythm. External pacing was then initiated, and pacing current set at 100ma. The rptr stated electrical capture was achieved however there was no observation of expected muscle twitch with the delivery of each pacing pulse. The pt exprired five hrs later. The rptr stated the alleged malfunction did not cause or contribute to the pt's death. This opinion was based on the rptr's assessment of the pt's lack of viability.